Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display screen was solid white and the issue remained unresolved after replacing the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to missing segments or partial display - grey stripe in the display. Per visual inspection the circuitry adjacent to both the lcd controller and the lcd display is cracked.